Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 due to a low blood glucose level. The customer's spouse was in labor on (B)(6) 2015 and did not have time to eat or charge their continuous glucose monitoring system. The customer fainted, lost three front teeth, and received 14 stitches in their upper lip. Customer's blood glucose level was 48 mg/dl. The insulin pump was exposed to a MRI. The displacement test passed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.